Event description:
The customer reported the ventilator alarmed and shut down while in use on a pt. The customer reported there was no pt harm. Upon eval of the ventilator, the MFR's service tech reported the ventilator's circuit breakers were both in the off position. If the mains ac circuit breaker is in the off position, there is no ac power to the ventilator. If alternate battery power is not available, the ventilator will shut down and alarm. The ventilator diagnostic log showed the device had been running on backup battery power which became depleted during extended use. The backup battery functioned until it depleted causing the ventilator to shut down and alarm as specified. The service tech could not determine how both circuit breakers were found in the off position. The service tech reset both breakers to the on position to correct the finding. The service tech replaced the power supply as a precaution. Extended self testing (est) and performance verification testing were completed and all tests passed to specifications.

Manufacturer narrative:
Per the esprit operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.